Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a reverse tsa procedure where a universal apex humeral stem, ar-9100-07s, lot: 10127600; a uspii humeral head, ar-9146-20p, lot: 250133268; and a universal vaultlock glenoid, ar-9106-01, lot: 1012679, were implanted. In (B)(6) of 2018, about 6 months post-op, the patient was complaining that his shoulder felt loose. An x-ray was taken and the surgeon determined that the glenoid had failed and a revision surgery would be needed. On (B)(6) 2018, a revision rtsa procedure was performed where all three of the implanted devices were explanted and replaced with an arthrex rtsa system. The explanted hardware was discarded.